Event description:
The customer reported the system had an intermittent accessory error message. This error will prevent the system from booting, resulting in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The leg extension switch was adjusted during the service call. The system was tested and found to be working as intended and put back into service.